Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8781 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2017; explant date (B)(6) 2023; ubd: 2018-11-15; UDI: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a patient via a manufacturer representative regarding a patient receiving unknown baclofen (500mcg/ml at 130mcg/day) via an implantable pump. The indications for use were unknown. It was reported that the patient was scheduled for a normal elective replacement indicator (eri) pump replacement. At their consult, the patient originally stated that they wanted the device removed. They stated that they felt like it wasn't working as well as it should, but when it was turned down, they could tell a difference in their spasticity and asked that it be turned back up and replaced as soon as possible. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue, but the patient stated that they fell "quite often". While replacing the pump, originally the catheter could not be aspirated. Approximately 25cm was cut off of the pump and upon observation, it was noted that the catheter looked kinked inside the pocket. The kink was released and the catheter immediately began flowing and was aspirated. It was noted that the issue was resolved at the time of the report. It was noted that the hcp had no further information. The patient's weight was asked but would not be made available. The patient's medical history included ms. The patient status at the time of the report was alive with no injury.